Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker on (B)(6) 2026. It was noted the vlp's helix sprung during procedure. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.